Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the patient underwent a pump exchange from one lvad to another lvad. It was noted that the patient had history of gi bleeds and difficulty with anticoagulation management. The patient also had elevated lactate dehydrogenase (ldh) and the pump was having trouble maintaining the set speed, as well as running below the set speed limit per log files and viewing on the system monitor.